Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. Back-up equipment was used to complete the procedure. No adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation, a motor winding was found to have a short circuit. A short circuit can cause an increased current draw, which can result in overheating.